Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to replicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The device data was downloaded for review. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had not displayed a patient's heart rhythm when defibrillation electrodes were attached to a patient. The device displayed a dashed line instead. After removing and reconnecting the electrodes, to no avail, a second set of defibrillation electrodes was tried, however still no rhythm was displayed. The operators then switched to a different monitor where the patient's heart rhythm was immediately displayed. The customer reported that their was no injury, harm or adverse outcome to the patient and additionally it was stated that the second monitor showed a rhythm of asystole. Physio-control contacted the customer in order to obtain additional information about the patient outcome; however, no confirmation was provided.

Event description:
The customer contacted physio-control to report that their device had not displayed a patient's heart rhythm when defibrillation electrodes were attached to a patient. The device displayed a dashed line instead. After removing and reconnecting the electrodes, to no avail, a second set of defibrillation electrodes was tried, however still no rhythm was displayed. The operators then switched to a different monitor where the patient's heart rhythm was immediately displayed. The customer reported that their was no injury, harm or adverse outcome to the patient and additionally it was stated that the second monitor showed a rhythm of asystole. Physio-control contacted the customer in order to obtain additional information about the patient outcome; however, no confirmation was provided.

Manufacturer narrative:
Physio-control further reviewed the downloaded device records, but could not verify the reported issue. The cause of the reported issue could not be determined.